Event description:
Customer reported via phone call to have experienced a beep anomaly. Customer reported that there was a slight short tone beep every five minutes coming from insulin pump. Customer's blood glucose was 75 mg/dl. Customer reported that buttons were not pressed accidentally customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No beep anomaly was noted every five minutes. The audio beep functioned properly during testing. The device had cracked case at the display window corner.